Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe was not working when pressing on the foot pedal of console. The aspiration was working. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided. One opened probe was received with a tip protector in a pouch for the report of probe not working. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with foreign material on the back of the probe needle. The probe was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for actuation and was found non-conforming for aspiration and cut. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A damaged cutting edge was observed on the inner cutter. Gouge marks were observed at the bend area, cutting edge, and a couple of other locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the blockage. The sample was retested with a syringe and no resistance was felt. The sample was retested after disassembly and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. The complaint evaluation confirms the probe sample had a cut and aspiration issue. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing the probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined from this evaluation. The root cause for the aspiration issue is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was able to aspirate once the observed interference was removed and the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).